Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used during an egd procedure within the esophagus on (B)(6) 2010. According to the complainant, the distal radio-opaque fluoro marker was not on the catheter, which caused him to misdeploy the stent. The physician needed to use another stent to bridge the distal end of the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Patient reported to be over 18 years of age.(B)(4) - non-surgical intervention required.(B)(4) stent positioning issue.(B)(4) catheter delivery system missing radio-opaque marker.the stent delivery system will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.